Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). As product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. ((B)(4)/ model 231). Unique device identifier (UDI) number has been added.

Event description:
The haptic broke off when lens was unloaded into the patient's eye and lens had to be explanted.

Event description:
Haptic broke off when lens was unloaded into the patient's eye and lens had to be explanted.